Event description:
Company biosense webster, product cables and interface adaptors. Company does not place catalog numbers on cables so cables are hard to identify. Quick reference sterilization chart provided by the company lists cables by catalog number and then refers you to the resterilization info sheet. There is no product description on the quick reference sterilization guide and catalog number is not on the product so the sterile processing dept has no way to confirm they are referencing the correct instructions. Several of the cables are only re-sterilizable with ethylene oxide, the company has two different eto sterilization instructions depending on the cable. The eto instructions provided are ambiguous and vary from the default cycles set by the eto sterilizer MFR. The one particular cable we are struggling with is product number c6mr10mltcs.